Manufacturer narrative:
Concomitant product: product ID: 6947-58, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lv channel had been turned off. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.